Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the surgeon that the pt was having a vns explant surgery as vns has not been helpful and pt wants it removed. Review of the pt's programming history revealed that the pt has had high impedance since 2007. High lead impedance was not reported by the surgeon or by the person who initially saw it. Pt did not have an explant surgery at that time and device was not turned off also. Explanted products were returned to MFR for analysis. Analysis is currently pending on the products. Pt did not have a re-implant surgery. Good faith attempts to obtain add'l info has been unsuccessful til date.